Manufacturer narrative:
(B)(6).

Event description:
It was reported that the console would not power the wands (x2). No plasma field generated therefore, no soft tissue ablation. Procedure was completed using a competitive device (bipolar scissors). No patient injury or other complications were reported.

Manufacturer narrative:
Visual inspection revealed a few minor scratches on the exterior of the returned device. Functional evaluation revealed the subject controller performed as intended and exhibited no functionality issues during the testing process when a known good wand was used. All of the ablation and coag voltage output readings were within specified ranges when the subject controller was tested with a known good wand. When the customers two returned concomitant wands were tested with the subject controller, there was little or no plasma field being produced because one or more of the saline holes in the tip of the wands were completely or partially plugged with adhesive, thus preventing enough conductive media being sent to the surgical site. This complaint pertains to the concomitant wands in use at the time of this complaint event and has no bearing on the performance or functionality of the returned subject controller. The complaint could not be verified and a root cause could not be determined in association with the subject controller due to the subject unit functioning as intended when tested. There were no indications during manufacturing record review that would suggest the device did not meet product specifications upon release into distribution.